Manufacturer narrative:
(B)(4).

Event description:
The manufacturer¿s representative (rep) reported there was a possible allergic reaction, but it wasn¿t confirmed. It was unknown if the issue was related to the implantable neurostimulator (ins). It was noted the consumer had previous spinal plates and hardware that was previously removed, and there was a discussion about that product causing an allergic reaction. The consumer asked the doctor if it was possible the ins could also cause a reaction. The physician asked for the information to be faxed to his office and to refer the consumer to an allergist to determine if that possibility even exists. The physician later reported there was no infection. The consumer was complaining of worsening pain at the ins site with a history of similar lumbar hardware pain that resolved when the hardware was removed. The consumer was requesting an ins explant. Relevant medical history includes spinal pain. No intervention or outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.